Manufacturer narrative:
This report is submitted on august 22, 2016, by cochlear limited on behalf of cochlear americas. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections and pain at the abutment site. Subsequently the patient was treated with topical and oral antibiotics (date and duration not reported).